Event description:
It was reported that during a port placement procedure, before removing the port, a contrast examination confirmed an alleged fluid leakage from the catheter during injection of contrast medium. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: one powerport MRI isp implantable port attached to a groshong catheter was returned for evaluation. Functional, gross visual, tactile and microscopic visual evaluations were performed. Partial circumferential breaks were noted approximately 7.3cm and 8.5cm from the distal end of the cath-lock. A split and multiple kinks were noted throughout the attached catheter. The edges of the first and second partial circumferential break on the attached catheter were noted to be uneven. The surface was noted to be granular on both regions and both regions were noted to still be attached. Upon infusion, leaks were observed from the partial circumferential breaks on the attached catheter. Aspiration was attempted and was unsuccessful. Therefore the investigation is confirmed for the reported leak and identified fracture, wear and deformation issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, before removing the port, a contrast examination confirmed an alleged fluid leakage from the catheter during injection of contrast medium. There was no reported patient injury.